Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it locked up and none of the device's buttons were responding. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was still unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control downloaded the device's electronic records from the event for review and was able to verify the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it locked up and none of the device's buttons were responding. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it locked up and none of the device's buttons were responding. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.